Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant colonic obstruction within the sigmoid colon. The patient had advanced ca in the pelvic region that resulted in a malignant fistula communication into the far distal end of the sigmoid colon to the rectum. The patient anatomy was noted to be tortuous due to the advanced disease and the location of the stricture. The stent was implanted as a palliative bridge to surgery; the physician planned to resect the diseased portion of the colon. During the procedure, the stricture was challenging to traverse initially with the endoscope but the guidewire was able to transverse the stricture easily. The stent system was positioned at the target site and the stent was deployed approximately 45%. At this time, the physician attempted to reconstrain the stent but the stent prematurely deployed from the delivery system. The physician felt that the stent was placed too far proximal from the targeted stricture. The physician decided to leave the stent implanted and expedite the planned colonic resection. The stent will be removed along with the diseased portion of the colon during the resection. There was no harm or complications caused to the patient as a result of this event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.